Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that when changing the pump's battery over the past weekend, the pump lost power and would not power back on. The reporter confirmed trying several different batteries without successfully rebooting the pump. The reporter stated there were no audible tones emitted from the pump and nothing displayed on the screen when the batteries were inserted. Customer support confirmed with the reporter that the battery cap had been replaced a few months prior, there is no visible damage to the pump, no corrosion seen and no visible damage to the battery cap. There is no reported adverse event associated with this complaint. This complaint is being reported because the pumps failure to reboot remained unresolved.

Manufacturer narrative:
Device evaluation: follow-up #1 submitted (B)(4) 2012: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing was not able to duplicate the complaint of the pump failing to reboot after a battery change. A new test battery cap was able to fully tighten, with no visible yellow o ring showing. The pump was exercised for 24 hours with test battery cap, no power loss or rebooting was duplicated. Pump boots to the verify screen with vibratory and audible sounds. The battery cap was not returned with the pump. The black box shows an unacknowledged "replace cartridge" alarm. The battery voltage at the time of alarm was low.